Event description:
It was reported that the right ventricular (rv) lead experienced oversensing. The lead also had possible positional issues. A chest x-ray was performed but was inconclusive. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2013 (B)(6). (B)(4).